Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted.

Event description:
The powercross was used for pre dilation and then again for post dilation of an sfa stent. The powercross balloon was sent over a spiderfx embolic protection device. When the physician tried to retrieve the device, the balloon ruptured at about 14 atms. The physician could not retract the powercross balloon or the spiderfx. In the process of bringing it back the powercross was caught up in to the sheath, and the physician ended up having to use the spiderfx actually to pull it back to the common femoral. At that point, the physician had to do a cut down to remove the balloon and the spiderfx filter from the patient . They did a patch graft. Please reference MDR 2183870-2012-00016 for the spiderfx used in this procedure